Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they were having trouble connecting to their ins. Patient mentioned that they had been getting the error message "data lost". Patient also stated that their bowels just go all over the place and they couldn't control it and they won't have stuff running down their legs. Agent reviewed information about the error message and redirected to healthcare provider (hcp). Agent provided physician listing as well. They called back on 2025-jun-12 but said the soonest appointments were in (B)(6) and the patient didn't want to have to wait that long having fecal incontinence. Patient asked if there was a manufacturer representative (rep) that could see them. Patient services reviewed role of rep and redirected patient to hcp. Patient services also sent a message to field on patient's behalf to provide visibility to patient's situation.

Event description:
Additional information was received from the patient. They reported that they were unable to move it up or down. They called manufacturer because they did not know name of hcp who put it in. Talked to someone who said they had to contact a doctor when they told them they did not remember the name, they could not find them in their contact list. The person proved them alist of doctors in their area to contact. They called them all. Neither of them were taking any new patients or they could not give them an appointment until september, so they called manufacturer back and got a woman who gave them a name of a hcp. Their office was closed so they called a cell phone number that they thought might belong to a sales rep. They left a message explaining their problem. They no longer worked for the company, but called manufacturer and explained their problem. They then received a call from someone from manufacturer. They explained that they needed to see their hcp office first and then determine the next step. It was thursday and they scheduled an appointment at the hcp office for the following monday. The patient stated they feared for the worst because the stimulator was set at 1.0 when it should have been at 2.75. Rep determined that the battery had about 3 months left on it, but also a wire that was disconnected. Patient states it must have happened during a fall. The hcp came in and they decided to replace the stimulator. They were going to out live the battery life. They explained that the batteries now have 10-15 years and gave them the names of contact team at manufacturer. Still waiting for clearance from heart doctor.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2gk4m. Implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.